Manufacturer narrative:
As the device remains implanted in the eye, the device was not evaluated. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, a root cause could not be determined.

Event description:
It was reported five weeks post implantation of an intraocular lens (iol) into the right (od) eye, the patient experienced symptoms that were later diagnosed as tass. An intraocular injection was administered as treatment. In the surgeon's opinion, the likely cause of the event was the iol. The patient's outcome is good. Additional information has been requested, but has not been received.